Manufacturer narrative:
No consequences or impact to patient. Resistance, physical. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a leveen superslim needle electrode was used during a rfa (radiofrequency ablation) procedure performed in 2007(patient age, gender, and weight unknown). According to the complainant, during preparation, resistance was encountered while extending and retracting the array prior to use. A second attempt was made to check the device with similar results. The procedure was completed with another leveen superslim needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.